Event description:
It was reported that during device replacement for eri, low pacing lead impedance was observed. During the procedure, insulation breakage due to abrasion between clavicle and rib bones was also observed. The physician was unable to extract the lead and the lead was capped.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the connector pin measuring 33.0cm was returned for analysis. Insulation damage was noted at 30.6-32.6cm from the connector pin, consistent with clavicle crush damage. The inner coil was separated and etfe coating was damaged at this location, consistent with the field observation of low pacing lead impedance.